Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Black-colored particulate matter was noted in the transfer set of a peritoneal dialysis (pd) patient and the patient experienced fungal peritonitis manifested by abdominal pain. The cause of the fungal peritonitis and the origin of the black particulate matter were not reported. On an unreported date the patient visited the hospital where a nurse noted black matter inside the tube of the patient¿s transfer set and pd catheter. As a result, the transfer set and the pd catheter were both removed. The patient was diagnosed with peritonitis. Treatment was not reported. On unreported dates, the patient was hospitalized for the peritonitis and transferred to short term hemodialysis. The outcome of the peritonitis was unknown. No additional information is available.

Manufacturer narrative:
The date of the event has been corrected to an unknown date in (B)(6) 2017. Forty-six days prior to the receipt of this report, the patient started treatment with amphotericin b (40mg; route and frequency not reported) and 5% dextrose with water (250 cc per day; route not reported) for 6 weeks for peritonitis. The patient completed treatment the following month. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.